Event description:
It was reported that an alarm was not heard, but it was confirmed by telemetry. An alarm due to 0 ml reservoir volume occurred. The patient had been in the hospital for the last four to five days with sepsis. The patient missed their refill. The programmer read 21.9 ml had been delivered since their last refill on (B)(6) 2013. The pump was interrogated after an MRI and the alarm was noted. The medication infused was baclofen. It was later reported the patient had been admitted for sepsis (date not provided). The exact symptoms were not known. A healthcare provider (hcp) later reported that the medication infused was gablofen. The patient¿s baclofen intrathecal treatment was ongoing. No other medications were contained in the pump at the time of the event. The patient had symptoms of spasticity. The patient was admitted to ¿outside hospital for a non-pump related issue¿. The patient missed their refill due to admission to the outside hospital.

Manufacturer narrative:
(B)(4).